Event description:
Reporter stated that, after firing, the lancet protrudes from the end- cap of the multiclix lancet device. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) the year is the only known part of manufacture date. We have defaulted to the first of the year. Device not returned to manufacturer.